Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation strenuous activity, malalignment, trauma, non-union, or excessive weight." (B)(4). Additional device information - indicated revision is due to fracture of one pubic fixation screw; two pubic fixation screws are implanted in the patient. It is currently unknown which screw fractured. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04274 / 04275).

Event description:
A hip revision procedure has been indicated approximately one year post-implantation due to fracture of a pubic fixation screw; however, no revision procedure has been reported to date.

Manufacturer narrative:
No device or photos were received, therefore the condition of the device is unknown. Device history review shows one deviation for both screws on non-critical dimension and no adverse event is anticipated. This device is used for treatment. Initial product history search conducted on december 6th 2016 revealed no additional complaints against both the screws. A definite root cause cannot be determined with the information provided.